Manufacturer narrative:
Product event summary: the data files were retuned and analyzed. The data files showed at least 18 applications were performed with balloon catheter 2af284 with lot number 54200 on the date of the event. The files indicated that system notice #50002 ¿the system has detected an electrical component failure¿ had been received. A clinical issue (esophageal ulcer) was encountered post procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient displayed a loss of appetite indicating a suspected temporary esophageal ulcer. The hospitalization stay was extended for monitoring. No intervention was performed. No further patient complications have been reported as a result of this event.